Manufacturer narrative:
Device evaluated by simulated use testing and confirmed the reported issue.

Event description:
Noticed shaft frosting during treatment, while the probe was in the patient. Issue was identified after the second freeze. Patient's skin was cold and firm.